Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was ¿not recording insulin delivery correctly¿. An attempt to contact the patient has been made. There was no further information regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump's black box data from date of the complaint had been overwritten due to continued use of the pump. The total daily dose history showed that the daily insulin delivery totals correctly reflected the user's programmed rates at the time of the complaint. There were battery compartment cracks observed in the thread area and below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms were duplicated. An additional download was performed after a 24 hour basal program. The black box and tdd history showed that the daily insulin delivery totals correctly reflected the programmed rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.